Event description:
The customer received questionable ammonia results for one patient sample. The initial result was 401 umol/l and was reported outside the laboratory. The sample was repeated on this cobas 6000 c501 analyzer which recovered 51 umol/l. The sample was repeated again on another cobas 6000 c501 analyzer (serial number (B)(4)) and recovered 27 umol/l. The customer immediately reported the correct result of 27 umol/l result to the nurse. The nurse had not seen the initial ammonia result. The patient was not adversely affected. The ammonia reagent lot number was 62961001. The field service representative and the field application specialist determined the external probe rinse water was low which did not allow for adequate rinsing of the r2 probe. The field service representative adjusted the washing mechanism and repeated the patient samples. The patient results were acceptable. The customer ran quality control which recovered within established ranges.